Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that 3 bd micro-fine¿ pro pen needles was unable to deliver insulin. The following information was provided by the initial reporter: this is a report about a needle clog and a suspected bent needle npe. According to the user's report, the drug solution did not come out upon priming.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4 device manufacture date: unknown.

Event description:
It was reported that 3 bd micro-fine¿ pro pen needles was unable to deliver insulin. The following information was provided by the initial reporter: this is a report about a needle clog and a suspected bent needle npe. According to the user's report, the drug solution did not come out upon priming.